Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found that the green cable was the cause. To correct this issue, the analysis site replaced the green cable, the port shaft, coil pin and e-clip. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the holster caused a green cable error during initialization at the start of a breast biopsy. The customer noticed the connector to the green cable connector was frayed. The customer was able to complete the case by taping the exposed wiring. No pt consequence occurred.